Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2019 the user reported that there was a decrease in hearing performance over the past years. Before the perceived decrease in performance the patient was able to talk on the telephone easily with known people. The user has been re-implanted on (B)(6) 2020.

Manufacturer narrative:
Additional information: according to the received information, the user had hearing impression, but benefit with the device was not satisfactory. Based on the limited received in situ measurements, it must be assumed that the explantation was not due to a technical problem. Further in situ measurements show two channels involved in a short circuit and one additional channel deactivated due to being extra-cochlea. In addition it is unclear since when the recipient had only nine channels available for stimulation. The concerned device was explanted but has not been received for investigation yet.

Event description:
On (B)(6) 2019, the user reported that there was a decrease in hearing performance over the past years. Before the perceived decrease in performance the recipient was able to talk on the telephone easily with known people. Upon arriving at her new clinic she reported a decrease in sound quality and that she really needed to concentrate to follow a regular live conversation. All noise made it almost impossible to follow a conversation and that she was coming back home from work exhausted because of the concentration she needed to understand speech and that she used to take off the audio processor. Nevertheless she still was able, in a speech audiometry to understand 70% @60 db. The user has been re-implanted on (B)(6) 2020.